Manufacturer narrative:
Device evaluation: 1 unit of lot number c1986738 of oacl-7-9 was returned opened not in its original packaging. With the information provided, a physical examination and document based investigation was conducted. The device involved in the complaint was evaluated in the laboratory on 19 oct 2023. Visual inspection: positioning sleeve, introducer, wire guide and positioning tube with connector returned. Stent not returned. Positioning tubing observed to be lightly compressed. Functional inspection: n/a this complaint is related to another file, (B)(4), and was opened to capture the user error of failing to inspect the wireguide for damage prior to use. Manufacturing records: prior to distribution, all oacl-7-9 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for oacl-7-9 device of lot number c1986738 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the oacl-7-9 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1986738. Instructions for use and label: the notes section of the instructions for use (ifu0096), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" there is evidence to suggest that the customer did not follow the instructions for use. (Ifu0096) image review: an image was received which confirmed the introducer to be present in the packaging. Root cause analysis: a definitive root cause could be attributed to user error. As per information provided in the patient/event info - notes of the original file (B)(4) the wire guide was not inspected for damage prior to use by the user. This contravenes the notes section of the IFU which calls for the user to inspect the device prior to using it. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, user error: wireguide not inspected for damage prior to use. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could be attributed to user error. As per information provided in the patient/event info - notes of the original file (B)(4) the wire guide was not inspected for damage prior to use by the user. This contravenes the notes section of the IFU which calls for the user to inspect the device prior to using it.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 20-may-2024.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Additional information received stated that the wireguide was not inspected for damage prior to use. Engineering input confirmed that this did not contribute to the introducer being stuck on the stent. Related to (B)(4) (emdr #3001845648-2023-00795).